Event description:
The patient was diagnosed with a deep incisional infection. The patient had undergone an rns neurostimulator replacement on (B)(6) 2024. The wound healed well but then the wound opened with copious purulent discharge. On (B)(6) 2025 the patient had the rns system (neurostimulator and two cortical leads) explanted. The craniotomy flap overlying the leads was also removed. Treatment included oral and IV antibiotics (vancomycin (2 weeks), doxycycline (4 weeks after completion of vancomycin).

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.